Event description:
It was reported that some time post port placement procedure via the internal jugular vein, the catheter and base were buried under the skin. It was further reported that the patient developed methicillin-resistant staphylococcus aureus infection after leaving hospital. Reportedly, vancomycin anti-infective treatment was performed. The current status of the patient is stable.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.